Event description:
The lead was explanted due to capture anomaly and high pacing threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late, due to delay in receiving paperwork.